Event description:
It was reported that this right ventricular (rv) lead exhibited diaphragmatic noise signals. The device presented oversensing and pacing inhibition with asystole of one second. The noise deteriorated into myopotential noise also oversensed. A possible lead chatter is suspected. Patient is not device dependent.